Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date to treat pelvic organ prolapse and mesh and sparc sling were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 in order to treat stress urinary incontinence and pelvic organ prolapse and mesh and sparc sling were implanted. The patient underwent the concurrent procedures of posterior repair with graft, enterocele repair, vaginal vault suspension, and cystoscopy during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that after implantation the patient experienced pain, infection, recurrence, dyspareunia, urinary problems, and bowel problems. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided (B)(4) - undefined recurrence; dyspareunia; urinary problems; bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.